Manufacturer narrative:
Clinical investigation: a temporal relationship between pd therapy with the liberty select cycler/ liberty cycler set and the patient¿s peritonitis exists. However, there is no evidence that supports the patient¿s peritonitis event was caused by a liberty select cycler/ liberty cycler set malfunction or product deficiency. At this time, the source of the patient¿s proteus peritonitis cannot be determined. Proteus species are known colonizers in the human gastrointestinal tract and therefore it is possible the peritonitis infection developed from cross contamination from the gut. Should additional information become available this clinical investigation will be updated accordingly. Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
During follow-up for a separate event, it was reported a peritoneal dialysis (pd) patient went to the emergency room (ER) on (B)(6) 2018 and was admitted to the hospital for peritonitis. The patient¿s pd effluent was positive for the organism proteus penneri. The patient was treated with an unknown antibiotic during hospitalization. The patient was discharged on (B)(6) 2018 and is reported to have recovered from the event. No further information regarding the patient¿s hospitalization is known as the hospital discharge summary is not available. The patient¿s pd nurse was not able to identify the cause of the patient¿s proteus penneri peritonitis.

Manufacturer narrative:
The sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.